Manufacturer narrative:
The device was returned to the authorized service center for evaluation. The reported issue was recreated during troubleshooting, and it was found that the ccd assembly was faulty and required replacement. The device was repaired and returned to use.

Event description:
During a colonoscopy, the displayed image was lost whenever the scope was angulated. The physician completed the case using a different colonoscope. There was no injury or other negative health consequence for the patient.